Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with complaints for infection. The system was explanted and a new system will be implanted after treatment of infection. Procedure was completed successfully with no adverse consequences. Patient was stable before, during and post procedure.